Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient was unable to recharge their ins. The patient was instructed to start a recharging session, and they confirmed that they saw a screen with a folder, a timer, and a line going through a circular line. The patient then reported that the normal charging screen showed up on the ins recharger (insr) with the coupling boxes on the bottom. The patient confirmed that all 8 coupling boxes were shaded in. No symptoms were reported. No further complications were reported. Follow-up was conducted.